Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive of the bending rubber is detached (floating). Based on the results of the investigation, the root cause of the reported malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive of the bending rubber is detached (floating). The reported issue occurred during reprocessing. There was no report of patient involvement.